Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent an initial right knee arthroplasty. Subsequently, the patient experienced pain, difficulty walking and swelling. Radiographs allegedly revealed the products were loose and a revision procedure is necessary. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The IFU for this family states "loosening or fracture/damage of the prosthetic knee components or surrounding tissues". Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial right knee arthroplasty. Subsequently, the patient was revised due to pain, difficulty walking and swelling four years post implantation.